Event description:
It was reported that there was significant difficulty and resistance during intra aortic balloon (iab) insertion via the super arrowflex sheath (saf). The md attempted many times with the iab catheter, but was unsuccessful in inserting the catheter past the iab tip. Consequently, the sidearm sheath was exchanged for the pain sheath and the iab catheter was successfully inserted upon the first attempt. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.